Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers 5.1 and 5.2 were failed and showing as device not detected on bus. A field service engineer (fse) found that strong electrical smell had been coming from the solenoid on 5.2. The fse replaced the solenoid and the individual drawer pyxibus module control board. The fse then thoroughly tested the drawer using the hardware test application, issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5.1 appear to be magnetized and cannot be opened. The customer also noted a burning smell coming from the machine, prompted them to power it off. This issue now appears to be caused a power failure, preventing the unit from powering back on. However, there were no delays or adverse events or injuries reported based on this event.